Manufacturer narrative:
The device has not been returned to mmdg for evalution. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint. A review of the device history record showed no nonconformances during the manufacture of the pump.

Event description:
The initial reporter stated that the pump displayed error code 10 and they were unable to turn it off. During a follow-up conversation, the patient's caregiver stated that, while waiting for a replacement pump to arrive from the provider, the patient experienced a delay in therapy of about 14 hours. The caregiver stated that they were not able to attempt supplementation as the patient is unable to tolerate bolus feedings. The caregiver also stated that the patient was "doing fine now". [(B)(4)]